Manufacturer narrative:
(B)(6). Niehaus r et al. "Experience of total knee arthroplasty using a novel navigation system within the surgical field, knee (2016)." Http://dx.doi.org/10.1016/j.knee.2016.10.021. Initial reporter - the article was written by richard niehaus, david schilter, paolo fornaciari, christian weinand, marcus boyd, marcel ziswiler and stefan ehrendorfer (B)(6). Concomitant devices - unknown persona tibial component catalog #: ni lot #: ni, unknown persona articular surface catalog #: ni lot #: ni, unknown persona femoral component catalog #:ni lot #:ni. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This bone cement is manufactured at heraeus medical and distributed through (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-01500).

Event description:
It was reported in a journal article that the patient underwent knee arthroplasty revision surgery due to tibial loosening on an unknown date. No further information is available.